Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with severe tricuspid regurgitation (tr) grade 4, with quadricuspid (2 septal leaflet) anatomy. Two xtw triclips were successfully delivered and deployed, reducing the tr to moderate. On (B)(6) 2024, a follow-up echocardiogram was performed. Recurrent tr and a single leaflet device attachment (slda) were noted. On (B)(6) 2025, the patient was hospitalized for a lower leg abscess infection with pain, swelling, and weakness. On (B)(6) 2025, while still hospitalized, the slda was noted with one of the two implanted triclips (tcds0303-xtw, 30117r1028). There was only one slda noted. On (B)(6) 2025, while still hospitalized, significant bradycardia occurred, and the patient was transferred to another hospital for more advanced cardiac care. Delirium was diagnosed. Treatments during the hospitalizations included medications, nerve blocks, blood and blood product infusions, dialysis, and pacemaker placement. Per physician, the leg infection, bradycardia, delirium, and treatments of were unrelated to the triclip device and unrelated to the triclip procedure. There was no treatment reported for the slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with severe tricuspid regurgitation (tr) grade 4, with quadricuspid (2 septal leaflet) anatomy. Two xtw triclips (tcds0303-xtw, 30117r1028 and 30117r1057) were successfully delivered and deployed, reducing the tr to moderate. On (B)(6) 2024, a follow-up echocardiogram was performed. Recurrent tr and a single leaflet device attachment (slda) were noted. On (B)(6) 2025, the patient was hospitalized for a lower leg abscess infection with pain, swelling, and weakness. On (B)(6) 2025, while still hospitalized, the slda was noted with one of the two implanted triclips (tcds0303-xtw, 30117r1028). There was only one slda noted. On (B)(6) 2025, while still hospitalized, significant bradycardia occurred, and the patient was transferred to another hospital for more advanced cardiac care. Delirium was diagnosed. Treatments during the hospitalizations included medications, nerve blocks, blood and blood product infusions, dialysis, and pacemaker placement. Per physician, the leg infection, bradycardia, delirium, and treatments of were unrelated to the triclip device and unrelated to the triclip procedure. There was no treatment reported for the slda. No additional information was provided regarding this issue.